Event description:
The pt reported inadequate pain coverage. During a reprogramming session. It was noted that several contacts had high impedances. During a revision procedure, the leads were replaced.